Event description:
The customer reports that, "there has been an incident, whereby the set was found to be leaking fluid from the area above the white twist calmp". The line had only been in use for 4 days. As a result of this incident, the pt was put at risk of infection via contamination through a break in the line and had to undergo an unplanned line change. As packaging of the product had been discarded confirmed batch details are unavailable. Subsequent questioning by a baxter rep elicited the information that patient was started on prophylactic antibiotics as part of hospital protocol. No patient injury was reported.

Manufacturer narrative:
The device has not yet been received. Should the device be received for evaluation, a follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all the information known by the reporter at this time.